Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a some light emitting diodes (leds) on the pixie bus module controller were no longer showing up as lit. A field service engineer replaced the controller board, allowed the station to boot up, had cubex support dial in and configured drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medbank system that it had a drawer failure. The customer reported that an issue occurred when dispensing medications and was unable to issue medications to patient. There were no adverse events or injuries reported based on this incident.